Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had low blood glucose and insulin pump was over delivering the insulin. Blood glucose level was 40 mg/dl. Customer was treated with food. Customer had been using insulin pump system within 48 hours of reported event. Customer was not using auto mode feature at the time of reported event. Customer alleged insulin pump over delivering the insulin because insulin pump deliver the insulin without user input. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No over delivery anomaly noted during testing. (B)(4).